Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. It was reported that the patient visited the hospital for the peritonitis event; it was not reported if the patient was admitted to the hospital. The cause of peritonitis was unknown. The patient received unspecified treatment for the peritonitis event. At the time of this report, the patient was recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.